Event description:
It was reported that stent foreshortening occurred. The 80% stenosed, 18x4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. Following stent deployment, the physician noted that the deployed stent had shortened to 18mm and could not fully cover the lesion. The procedure was completed by implanting another 4.00x12mm promus element ¿ stent to cover the remaining lesion. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.. (B)(4).